Event description:
Information was received from a health care provider (hcp) and a patient (con) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient go his pump implanted in April. The pump started flipping and the patient felt that they weren't getting any relief (not receiving drug). The patient went to his pain physician to get a fill and they were not able to access the reservoir. The hcp took an X-ray to see that the pump had been flipped. When asked if there were any environmental/external/patient factors that may have led or contributed to the issue, it was stated that the patient might have lost weight to cause the pump to flip. Diagnostics/troubleshooting performed included the physician being able to aspirate, but you could see that the catheter had been kinked. The physician cut the kinked catheter and added a new catheter connector to the pump. Actions/interventions taken included the physician adding a new pump segment. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of D10: Product ID: 8780; Lot/Serial# (b)(6); Implanted: (b)(6) 2026; Explanted: (B)(6) 2026; Product Type: CATHETER. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8780, Serial/Lot #: (b)(6); UBD: 18-FEB-2028; UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.